Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device hybrid failure disappeared during analysis. Analysis confirmed the no-telemetry condition. Regulated supplies vreg, nvdd, and n3vdd were lower than their nominal value. As a result, the scsp, which contains the regulated voltage ic, was removed from the hybrid for evaluation. When the scsp was tested on a system breadboard, the failures were not present. The analysis was terminated since the failure mode had cleared and could not be reestablished. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted due to an upgrade, returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.